Manufacturer narrative:
The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was scratched. Customer stated that she was unable to read the screen without the backlight. Blood glucose level at the time of the incident was about 140 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.